Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site alleged that the navigation was inaccurate when placing an implant for a spinal fusion. The site was accurate up until the implant as placed. The magnitude and direction was unknown. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the inaccuracy noted was 5 millimeters. It was reported that the inaccuracy was noted while the implant was going in and the site finished the case. It was suspected that the cause or contributing factors related to the inaccuracy was the perc pin placement.